Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure oversensing was observed due to noise on the right ventricular lead. The lead was capped and replaced and the issue was resolved. The patient was in stable condition following the procedure.